Manufacturer narrative:
The device remains implanted in the patient therefore is unavailable to be returned for evaluation. A review of the manufacturing records indicated that all device specifications and quality requirements were satisfied. The information provided in the product incident report, along with the picture of the x-ray that was provided, indicated that the port was implanted in the subclavian vein. As stated in the instructions for use this device is contraindicated for catheter insertion in the subclavian vein medial to the border of the first rib, an area which is associated with higher rates of pinch-off. It is likely that the subclavian placement of the catheter led to pinch-off. The compression of the catheter resulted in the fracture.

Event description:
Complete catheter rupture. Catheter was inserted in the right subclavian vein. Patient reported pain and pressure to injection.